Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department with an unsigned note that stated "whitescreen to the operator and white screen pump malfunction crc error" which was reported to have occurred during set up prior to pt use. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.